Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A femoral angiogram was taken and calcification was present at the access site. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose device with a 6f sheath after a bilateral iliac stenting interventional procedure. Reportedly, hemostasis was not achieved after clip deployment. Manual arterial compression was used to achieve hemostasis. The clip remains in the patient. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The lead technician is reportedly trained in the use of the starclose device. No additional information was provided.